Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was seen, for possible ins replacement and/or lead revision. It was noted, contacts 1 and 4 were red and not connecting. Electrodes 0 and 1 were do not use and then changed to "avoid possible open" on the remaining 2-15 electrodes, due to high impendences. The ins pocket was opened to check for physical issues, but no issue noted. The rep, then instructed the hcp to swap the 0-7 lead into the 8-15 lead to see if the connectivity issue that was seen on electrodes 1 and 4 would transfer to their correlating spots on the 8-15 lead. The connectivity issue was replicated in the 8-15 electrodes. However, the impedances were still high. The leads were tested in a wens and showed multiple red connections. The leads were wiped down, but no change. This indicated, the entire system needed to be replaced. Two new leads were opened and placed at the bottom of t8. However, the patient reported, they only felt stimulation in their abdomen. The leads were checked under fluoroscopy and were posterior. And all connectivity and impedances were good. After 30 minutes of fluoroscopy, it was determine, that the leads were unable to get to a satisfactory position, due to lots of scar tissue that developed. The only option was to proceed with a paddle lead placement at a later date, if this patient wants to proceed with neuromodulation therapy.